Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and the diabetes ketoacidosis on (B)(6) 2018 with blood glucose over 600 mg/dl. The customer's blood glucose at the time of the incident was over 600 mg/dl and the current blood glucose level was unknown.. The customer was treated by manual injection. The insulin pump will not be returned for analysis.